Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. E1: initial reporter address - (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the titanium adapter and the peritoneal dialysis (pd) transfer set. This connection issue was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no allegation against the titanium adapter and the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.